Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 7 bursts of inappropriate anti-tachycardia pacing (atp) and 1 electric shock for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) suggested reprogramming options. Device remains in service. No additional adverse patient effects were reported.